Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01091. It was reported the patient experienced ineffective stimulation due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2017 during which time the physician implanted a permanent trial implant (occipital) to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01091. Follow up revealed that on (B)(6) 2017 the patient underwent surgical intervention wherein the patient's cervical leads were explanted. The physician left the occipital leads implanted and connected them to the existing ipg. Patient has therapy post op.